Manufacturer narrative:
Visual inspection: the two returned hammers (lot 2110363, lot 8682774) were received with heavy deformation at the edges of the hammer body; there are marks from use and several plastically deformed areas visible. In addition, part with lot# 2110363 presents some broken off portions at the edge of the hammer body. Summary: the complaint condition is confirmed as the hammer bodies are heavily damaged. Both production lots were manufactured according to the specification (lot 2110363 in oct 2004, lot 8682774 in nov 2013). The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Considering the age of these articles and that both instruments were in use during several years, we conclude that the cause of failure is not due to any manufacturing related issues. The damage occurred is determined to be post production/acceptance criteria's. The deformation of the hammer body are the result from repeated high impacts on the hammer edges causing plastic deformation. End of life of a device is normally determined by wear and damage due to use. We therefore recommend checking instruments after cleaning and damaged or worn instruments to be replaced before surgery. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 399.430; lot: 8682774; manufacturing site: (B)(4); release to warehouse date: 29 nov 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date little metal debris falls off the hammers in the patient during hammering on equipment. It is unknown if there was a surgical delay and if fragments were removed. Patient and procedure outcome was unknown. This report is for one (1) hammer 700g. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event occurred on (B)(6), 2018.